Event description:
It was reported on 05/26/2026 that dr. (B)(6) stated that the hinge buttons are broken. Additional information received reported that the 57-year-old, male patient was sleeping when the reported event took place. When the patient awoke, he noticed that the band was loose due to a broken button. The patient did not suffer any injury or adverse outcome and no medical intervention was required. The date of event is unknown but the patient did continue to use the device after if broke. It is unknown when the patient stopped using the device.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).